Event description:
It was reported by the patient that their heart rate (hr) had been up to 125 beats per minute (bpm) and as low as 43 bpm. Device reprogramming was done to adjust the upper and lower rates, which resulted in the patient feeling "really hard pounding" when their hr was paced in the lower rates. It was further reported that the device mode was changed to ddr and the av delay was increased which resolved the patient's symptoms. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.